Event description:
Patient was taken to operating room at 0743 and moved to operating room table. Monitors were applied and arms tucked at side. Hair was clipped and cleansed at the left temporal area. Scrub staff was notified, and chloraprep was applied at 0751. Time was verbalized. Assistant and md proceed to scrub and gown. At 0754, team draped patient in normal sterile fashion with blue towels and drapes. Incision was made at 0800. At 0805, the megadyne bovie hand piece was activated by surgeon and had higher than normal arc. A second bovie activation was noted with the same high arc. The surgeon requested to lower the bovie settings. The bovie was activated again and a fire was noted. The patient suffered 2nd degree burns to the face and neck. Airway was examined and no harm noted. FDA safety report ids# (B)(4).